Manufacturer narrative:
A complete lead was returned in one piece and was measured to be 52.3 cm. Analysis was completed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported the asymptomatic patient presented for an implant procedure. During implant, the new lead was unable to accept multiple stylets. The lead was explanted and exchanged. The patient was stable.